Event description:
Right total hip replacement on (B)(6) 2009. He received the depuy total hip pinnacle acetabular cup sz mm 58, and the pinnacle metal insert 40mm ID x 58mm od, in (B)(6) 2010 he began having pain in his right hip making it difficult to walk or perform physical activity. He also has pain and soreness when he lifts his right leg. Reason for use: severe osteoarthritis of right hip.